Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a drop in blood pressure was noted while treating the left inferior pulmonary vein (lipv). Electrocardiography was performed to confirm cardiac tamponade. Pericardiocentesis was performed with no blood transfusion required. Blood gas testing on the drained blood determined the source of the blood was most likely the left atrium. No additional information is available for this event.

Manufacturer narrative:
No device deficiencies reported. Cardiac tamponade is a known possible adverse event of catheter ablation procedures.